Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 20609547; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent a lead revision procedure wherein the lead was moved back to place.